Event description:
It was reported that the patient experienced erosion near the cylinder area. A surgical procedure was performed to replace the system for a tactra. There were no patient complications.